Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent bilateral inguinal hernia repairs on (B)(6) 2011. The patient experienced intense pain after surgery, open sores with spontaneous bleeding and worsening constipation. Normal tests results were found. Seven to ten months after the procedure, the patient¿s symptoms increased in severity. The patient experienced weight loss, new intolerance to chemicals in lotions and shampoos causing shortness of breath and pleural effusion, cardiac symptoms with two visits to the emergency room and all tests were normal, changes with pupils and dizziness, and brain fog. Doctors did not know what was wrong, so the patient began detox. The open sores cleared up. The patient also experienced frequent infections and took herbal antibiotics. An integrative doctor treated the patient for adrenal insufficiency. Raynaud's phenomenon began in winter. Veins and glands were swollen. The patient had a muted pulse and later developed spasms. An ultrasound detected calcium deposits on tendons in groin. The patient also experienced itchiness, numbness, pain, lung sensitivity, swollen bartholin gland and fatigue. An MRI before explant showed intraosseous lipoma and a tiny cyst on nerves. Pathology found a giant cell foreign body reaction around the mesh. The patient experienced many autoimmune symptoms but never bloodwork to show it. The patient underwent a reoperation on (B)(6) 2014 to remove the mesh and the symptoms improved the day of the explant surgery. The hernias were small enough that the explant surgeon used nothing but absorbable sutures to replace the mesh.